Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: the patient with deep vein thrombosis and pulmonary emboli had a vena cava filter deployed. Approximately two months post filter deployment, the patient was scheduled for filter retrieval, however, imaging studies revealed evidence of clot in the iliac veins and the ivc that extended above the filter. Therefore, the patent was admitted, a thrombectomy was performed and then the filter was removed. The patient was discharged on hospital day two. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, based on the medical records received the investigation is inconclusive for retrieval difficulties as it is unknown if there was any difficulty removing the filter from the provided medical records. Additionally, it can be confirmed that the patient experienced clot above the filter post deployment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2018); (09/2015). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the patient experienced acute dvt, caval thrombosis, and swelling of the legs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.